Manufacturer narrative:
(B)(4). Addition the device was manufactured (B)(6) 2015. The device was received for evaluation. Visual inspection revealed that the tubing had been broken off at the solvent-bonded junction of the luer lock. A portion of the tubing remained inside the solvent-bonded area of the luer lock. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connector of a large volume infusor partially disconnected from the device. This occurred after the device was accidentally dropped. The device had been filled with fluorouracil. The reporter stated that the connector then detached fully when the device was removed from the packaging. There was no patient involvement. No additional information is available.